Event description:
The rptr did a back to back (rapid succession) blood glucose test, using different fingersticks, with results of 190, 160, and 140 mg/dl. No symptoms were reported.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8